Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a calcified lesion in a moderately tortuous segment of the proximal to mid lad. Guide extension catheter used. While advancing the device to the target lesion, the device became stuck and the stent deformed. The placement was abandoned and the device was removed from the body. The procedure was completed using a stent from another manufacturer. The patient suffered no health complications.